Event description:
In 2006 surgeon implanted eagle cervical plate. Ten days later, sales rep. Received a call from the surgeon informing him that he was revising the patient due to the screws backing out. The next day, eagle was explanted and replaced with skyline cervical plate. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Evaluation of the product screw and plate returned found no discrepancies. No conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angled and fully tightened.